Manufacturer narrative:
The explanted devices were not returned to bsn. Model number / catalog number: sc-2158-50, serial number: (B)(4), batch / lot number: a46634, model / catalog description: linear lead kit 50 cm. Model number / catalog number: sc-8120-50, serial number: (B)(4), batch / lot number: 196577a, model / catalog description: artisan surgical ld 50cm 16 contact lead. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.